Event description:
It has been reported to philips that the wireless footswitch no longer connects to the base station. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use when the issue occurred. The problem occurred during a procedure, which was completed using the wired footswitch. Per the information acquired, the wireless footswitch did not connect to its base station. Based on the available information, the reported problem could not be confirmed. However, our records show this part is one of the items affected by medical device correction z-0648-2022/ field safety corrective action 2021-igt-pun-011. The medical device correction/field safety corrective action addresses the intermittent loss of wireless connection between the base station and wireless footswitch. When the connection is lost, the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. The correction has been implemented at the customer and the system was returned to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.